Event description:
It was reported that during a da vinci prostatectomy procedure, a broken wire was identified on pk dissecting forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's one grip cable broken at the distal end. The broken cable segment stuck out approximately .316. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.